Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation, the trek balloon was not able to be purged of air due to a suspected rupture. No hole in the device was visualized. The balloon catheter was never inserted into the patient. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and was able to confirm a leak coming from the guide wire exit notch when the device was pressurized. A review of the complaint handling database found no other similar incidents from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the most probable root cause to be possibly related to manufacturing. There is no indication that current issue affects a population beyond that documented in the original complaint. These devices will continue to be monitored per operating procedures.